Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health professional reported that a 25 gauge soft tipped cannula would not fit through the trocar. Procedure details information is unknown. There was no report of any patient impact. Additional information has been requested.

Manufacturer narrative:
One opened soft tip cannula was received in a zip top bag for the report of the cannula would not fit through the trocar. The sample was visually inspected and was found to be nonconforming with a raised foreign material. The sample was then dimensionally inspected for the cannula outer diameter and was found to be conforming. No lot number was identified with this complaint therefore, a device history record review could not be conducted. The returned sample was found to be dimensionally conforming therefore, a product fit issue as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the cannula was manufactured to specifications. All assemblies are 100% inspected by trained operators. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).